Event description:
Info received indicates the device was abandoned during implant due to a hole noted in one leaflet of the valve. The device was replaced intra-op with no consequence reported for the pt.